Manufacturer narrative:
An investigation was completed: on 1/13/2025, it was reported that the gantry was shaking during exposure. The field engineer (fe) was dispatched to the customer site and tightened the vertical travel assembly (vta) hardware. The fe returned to the customer site on 2/21/2025. The fe attempted to replaced the vta bolts; however, during the replacement a bolt broke off. Therefore, the fe replaced the vta assembly to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta was on the system for 3,790 days and was not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for 81009143928 was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There was no discrepancy related to the vta. The vta was installed on this gantry with no issues noted. System product code: sdm-00001-3d . Serial number: (B)(6). Manufacture date: 10/09/2014. System installation date: 10/24/2014. Unique device identifier (UDI): (B)(4).

Event description:
It was reported that during a selenia procedure on (B)(6) 2025, the customer reported that the gantry was shaking. A field engineer examined the equipment and determined that the vta hardware required to be tightened. The fe performed vta tomo calibration and tested the c-arm functions during tomo sweeps. Unit was operating per manufacturer´s specifications. No patient injury nor staff reported.